Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after undergoing a bhr on (B)(6) 2023. The patient experienced pain. Post-operative follow-up imaging, including x-rays and CT scans, revealed that the ball and cup were not properly seated, specifically the cup being smaller than the femoral head. It was determined that, during the procedure, a 32 mm acetabular hip socket and a 36 mm femoral head were implanted. This adverse event was addressed by conducting a revision surgery on an unknown date, during which the implants were explanted to correct the issue. The patient continues to use a cane for ambulation and is recovering from the revision surgery.